Event description:
The customer reported that during a laparoscopic colon resection, there was a spark with a small flame from the cord at the connection of the wire to the plug. The device was thrown out by the site. There was no pt injury.

Manufacturer narrative:
Date of initial report: 11/11/2009. The customer has disposed off the incident pencil. Additional questions in regard to the incident have been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.